Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3093-28, lot# v744241, implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient noted low patient programmer batteries screen on patient programmer. The patient changed batteries and confirmed she was able to successfully synch with patient programmer. Patient services reviewed how to increase stimulation per the patient's request. The patient increased to 1.7 and confirmed she could comfortably feel stimulation. The patient asked how high should she increase stimulation? Patient services reviewed stimulation should be a comfortable fluttering or tingling sensation. It was noted that today, the patient unexpectedly had an accident and she almost had a heart attack all of the sudden she felt it. The patient confirmed this was a fecal accident. The patient had not had an accident prior to this in like a year. The patient was afraid to leave the house now. It was later reported that the patient was not able to adjust stimulation. The patient was not using the antenna. Patient services recommended using the antenna and recommended repositioning patient programmer or antenna over implantable neurostimulator (ins). The patient was able to bring up the amp screen and increased from 2.1 to 2.50. This action resolved the reported issue with the patient programmer. The patient noted a loss of therapeutic effect with loss of bowel control. The patient had "a very bad accident' and that was why they wanted to increase the stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.